Event description:
Caller alleged discrepant results compared with the doctor's inratio and the lab. Results as follows: date: (B)(6) 2012; pt's inratio: 2.0. Date: (B)(6) 2012; doctor's inratio: 2.0; lab: >9.0. Time between doctor's inratio and lab: 5 hours. Pt's therapeutic range: 2.5 - 3.0 inr. On (B)(6) 2012, pt had severe abdominal pain and went to the doctor's office. Pt was tested on doctor's inratio meter and sent to the emergency room for a lab test. Pt was given vitamin k while hospitalized.

Manufacturer narrative:
Data analysis was not performed since inratio and reference test results were performed more than 3 hours apart. A maximum of three hours is determined reasonable for comparison of pt/inr results from both point-of-care and lab instruments. Timing disparities greater than this have an increased likelihood of factors, other than the instrument, influencing the results. No product is expected to be returned, in-house therapeutic donor testing was performed with retained strips. Result comparisons met both accuracy and precision criteria (see below). Root cause of complaint could not be determined. Investigation results for retained strip lot #276978: donor (B)(6); 1st inr: 2.0; 2nd inr: 2.1; 3rd inr: 2.1; ref: 1.83; bias threshold: 1.33 - 2.33; %cv: 2.79. Donor (B)(6); 1st inr: 2.4; 2nd inr: 2.2; 3rd inr: 2.5; ref: 2.02; bias threshold: 1.02 - 3.02; %cv: 6.45. All replicates for both donors are within the acceptable bias for accuracy. Both donors produced %cv values less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on (B)(4) 2012, (B)(4) discrepant result complaints were reported for lot #276978, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time, as no product deficiency was established.